Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A CAPA has been initiated to address this issue.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced a 4.0mm nc ranger balloon into the pt and it ruptured. It took several hours to remove the device from the pt. Pt status reported as "the pt recovered remarkably well." Attempts to obtain additional information has been unsuccessful.